Event description:
The user facility's biomed reported for an automated impella controller (aic) that during a customer in-service of an impella cp insertion, the purge disc bracket was detached from the aic. The biomed was notified and provided a loaner until the aic is repaired. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported battery charging issue has been completed. The product was returned, and the issue was confirmed. Data analysis: imc logs from console (B)(6) show confirm that battery hot temperature alarm was issued by the aic but almost immediately cleared i.e. [(B)(6) 2023 07:22:53 imcgui: event set: #49 from 17 (0)] and [(B)(6) 2023 07:23:03 imcgui: event clear: #49 from 17 (0)]. It should be noted that this all happened right after the console was plugged into ac mains i.e. [(B)(6) 2023 07:22:51 imcgui: event clear: #109 from 17 (0)]. Lt power data confirms that there was a small spike in the temperature of the batteries, but it was not above the threshold for battery temperature high (>60 celsius). Device analysis: visual inspection of the internal circuitry of the console didn't reveal any issues with the console. The issue could not be reproduced in the lab when a known good pump and purge was run with the console for over an hour. Per the results of the clinical review and investigation, the root cause was determined to be a glitch of the power battery management (pbm) communication triggered by the console being plugged into ac mains and doesn't warrant replacement. This report is being filed as part of a retrospective review of historical records.